Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ventricular lead showed variable threshold as it was low during implant, but later increased significantly and returned to "expected levels shortly after." The physician felt the j-shaped stylets were not provided as much support as they had in the past and wondered if there had been any changes to the curve. The lead remains in use. No patient complications have been reported as a result of this event.